Event description:
The facility returned the device for service. During service the baxter repair technician noted fail code 814:01 in the event history. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of fail code 814:01 was observed in the event history. This fail code was caused by depleted batteries. The batteries were replaced. The issue of fail code 814:01 is currently being investigated under CAPA. The issue of depleted batteries is being investigated under CAPA. Review of the complaint history reveals similar reports have been received for this product for the reported issue.